Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare (B)(4). The returned breathing circuit was visually inspected and pressure tested for leaks. Results: visual inspection of the returned breathing circuit revealed that the collar at the patient end of the expiratory limb was cracked. There was no visible damage found on the tubing of the rt265 breathing circuit. Pressure test revealed that the returned breathing circuit was out of specification. A lot check was not performed as a lot number was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer has confirmed that the subject breathing circuit was in use for 4 days before the issue was observed. This indicates that the complaint circuit became damaged after it was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was cracked after 4 days of use. No patient consequence was reported.